Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the main body and female connector of the minicap transfer set; further described as "the transfer set cap would not removed properly, it feels like there is a spring blocking the cap to be opened." This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, two (2) videos of the sample were provided for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body. The insert chip was outside the female connector and main body. The insert chip is the component that holds the solvent bond. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.